Manufacturer narrative:
Block h6: imdrf device code a1409 captures the reportable event of peg tube obstructed.

Event description:
Note: this report pertains to one of two endovive safety peg kit push method used in the same patient and procedure. It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy (peg) feeding tube insertion and egd (esophagogastroduodenoscopy) procedure performed on (B)(6) 2024. A peg tube exchange was performed due to leakage of the device that was placed three months prior. During the procedure, when the physician exchanged the tube, the guidewire would not pass through the peg tube despite many efforts. They tried cutting the guidewire to remove the kink as well as straightening and maneuvering the tube to try to get the wire to pass. A second peg kit was opened but the same problem occurred. The procedure was completed with an endovive safety peg kit pull method. There were no patient complications reported as a result of this event.